Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and some white blood cells (wbc) starting to amass. An x-ray and blood tests were ran due to the accumulation of the wbc but no definitive results were made. The patient was treated with insulin via intravenous therapy and long acting insulin through injections. Insulin from the pod was suspended during the patient's hospital admittance and was removed before the patient was discharged. The patient was released the following day.